Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and observed that power was not reaching several control units in the main cabinet because of a dc power supply (dcps) failure. The fse replaced dcps of the main cabinet to resolve the issue. The defective dcps was returned for analysis and found there was no input power supply input, resulting no output supply confirming the reported failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.